Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found evidence of reported problem. According to the investigation, the device was powered up and displayed alarm ec 1720 which is an issue with the back-up capacitor. Service replace the pump back-up cap to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "lec 1720 . No reported adverse effects.